Manufacturer narrative:
Gtin number: unknown. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following was obtained from an abstract titled, early postoperative outcomes and evaluation of hemodynamics after mitral valve replacement with epic mitral bioprosthesis. Twenty-six patients underwent mvr with sjm epic mitral valves between (B)(6) 2011 and (B)(6)2014. Twenty-five of the 26 cases were evaluated at discharge, and 19 of the 26 cases were evaluated during the follow-up period. There was one reported death 40 days after implant of a (B)(6) year-old male patient. His original disease was severe aortic valve stenosis and aneurysm of the ascending aorta. The patient underwent a concomitant procedure of mitral valve replacement where this epic valve was implanted, aortic valve replacement (model unknown) and replacement of the ascending aorta. The details surrounding this death are unknown. No other adverse events were reported in this abstract.